Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2367/2240 that appeared while using the homechoice (hc) unit during the drain cycle. Gts explained the alarm. The patient stated he had already disconnected, and was trying to end therapy. Gts had the patient cycle power. Gts assisted in removing the cassette. Per the initial report, it was discovered that the patient line of the cassette had separated from the transfer set. The sample is unavailable. No injury or medical intervention was reported.

Manufacturer narrative:
Sample discarded by patient.